Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was needing an impella 5.5 device for mechanical circulatory support due to cardiomyopathy. The surgeon placed a jp drain at the surgical site due to continued oozing post impella 5.5 implant. It was reported that one liter of blood was lost overnight. The drain was removed and pressure was being held. The patient was given one unit of packed red blood cells. The patient remained on support.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿